Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia while using the ilet device on their second day of use. The lowest recorded blood glucose (bg) was 45 mg/dl. The event followed an occlusion alert the prior evening after a dinner announcement; the user resumed insulin delivery and re-announced the meal. The low bg resolved without treatment and returned to range within 20 minutes. The device provided a low bg alert. No medical intervention was required.